Manufacturer narrative:
(B)(4). Correction - please note that the first report submitted under (MFR#) was marked as a 5-day report in error. This follow-up report is to note that should have reflected initial report (30 day). There is no 5 day reportable issue in this complaint.

Event description:
Subsequent to the initial MDR, a correction or additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.